Event description:
During an unrelated procedure, the right ventricular (rv) set screw was unable to be loosened on the device. The device was explanted and replaced to resolve the event and the patient was stable.